Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to improper operation of the dispense check valve. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a dispense check valve malfunction or if the part stops working; the resulting failure modes described could occur: small leakage which could result in drops of buffer through the probe after probe wash, and dispensing failure of the valve. Failure mode in all scenarios has the potential to cause either inconsistent staining, weak staining, or complete absence of staining on some slides.

Event description:
Customer complaint record reported the event as follows: clogged dispense check valve. No direct or indirect patient harm or user harm have been reported.